Event description:
Shock button faulty. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. On visual inspection, the membrane tail was found to be misaligned within the j11 connector resulting in the shock key remaining open circuit even when depressed. Therefore, the shock button failed to operate, as per the reported fault. A further misalignment along the tail, on track 4 (green status led) had resulted in the status indicator remaining extinguished. All faults were resolved after correctly reinstalling the membrane into the j11 connector. Heartsine records indicate the device had performed to specification throughout testing on the (B)(6) 2015, this would indicate the membrane tail had made sufficient contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Shock button faulty. No patient involved.